Event description:
According to the available information, this complaint concerns an end user (EU) who has been using sc standard male catheter for a few months. The EU has received training in self-catheterisation by the doctor and catheterises according to the instructions for use (IFU). The EU has experienced some trouble passing the catheter around the prostate as well as pain/discomfort when inserting. A few weeks ago, the EU experienced bleeding and reached out to the urologist. More recently (dates not specified), the EU got a blood infection and was admitted to the hospital for around a week, where the EU was treated with IV antibiotics.